Event description:
During a procedure, there was an issue with asynchronous pacing due to the ep-4 stimulator not sensing correctly. This resulted in the patient having atrial fibrillation requiring cardioversion. It is reported that the ep-4 stimulator has not sensed properly since the beginning of use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pacing issue and subsequent arrhythmia could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.